Event description:
The customer reported that the table home button is sticking. A replacement part has been ordered by the field service engineer. There was no report of death or serious injury.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up MDR at the completion of the investigation. (B)(4).